Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device gives the error code 41171 and also stated that the device does not start and keeps alarming. The error code 41171 on a cadd-solis pump indicates a high-priority, critical error resulting in a red screen and can stop the delivery. The event occurred during research in the workshop and there was no patient involvement.